Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: a call service alarm associated with a language file corruption was reproduced at power up. The pump was unable to be recovered from the alarm after a reboot which then prohibited complete testing. The related call service alarm was found in the black box. Unrelated to the initial complaint, the display contrast was found to have a pinkish tint. The returned battery cap and cartridge cap were used to complete the investigation. The pump case was found to be cracked between the display lens and the case sealing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).